Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no product analysis can be performed. Images were received for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case it was reported that when removing the dcs, the nose cone caught the valve and dislodged the valve. The decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Cine clips related to this event were received for medtronic to review. Two valve load checks were received, confirming adequate valve loads. The imaging provided confirms that after the final release of the first system, the valve migrated above the annulus. However, the imaging does not show the nosecone interaction as stated in this event report. In addition, the film shows a snare repositioning the valve above the sinotubular junction (stj). The imaging confirms a second system was loaded and implanted, the final angiogram confirms a good result. Based on the image review and information available, the conclusive cause of the valve dislodgement cannot be determined. Dislodge events are typically not related to a device malfunction. Updated h.6 - eval method, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. No images from the procedure were received for review. Given the limited information, the root cause of the dislodgement event cannot be confirmed. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the release of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) nosecone edge caught on the valve and dislodged it. The valve was snared above the sinotubular junction. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.